Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the pump was going to be removed and was alarming on (B)(6)2018 because it was empty. There were no further complications reported at this time.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8784 , serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received on (B)(6) 2018 from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [1 mg/ml] with simple continuous dose of 0.77 mg/day. It was reported there was a volume discrepancy at the pump refill on the day of report. The expected reservoir volume (erv) was 5.4 cc, and the actual reservoir volume (arv) was 20 cc, and they were continuing to aspirate fluid at the time of the call. The last pump refill was (B)(6) 2017 where the erv and arv were 2.3 cc, so there were no refill issues at that time. The patient was asymptomatic per the hcp. A lateral x-ray was done, and they confirmed the pump was not flipped, and the needle was in the reservoir fill port. The hcp called back stating she confirmed via programming that the last pump refill and programming/pump update was done on (B)(6) 2017. The hcp stated there were no other pump refills since then. The hcp stated the low reservoir alarm date was (B)(6) 2018 when they read the pump the day of report. The hcp was attempting the pump refill the day of report and decided to abort it when they were still aspirating past 20 cc of fluid. It was reported the dose had not been changed. The hcp stated the patient had a surgery on (B)(6) 2018 not related to the pump or therapy. The hcp stated the patient would be sent to the surgeon for follow-up for the current issue. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the cause of the volume discrepancy was pending exploration and revision scheduled for (B)(6)2018. The patient¿s weight was unknown.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8784, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a manufacturer representative reported they performed a revision that day on (B)(6) 2018. The representative reported when they opened up the pocket area, they found the pump segment of the catheter all kinked. The representative stated she was not sure if the patient had twiddler¿s syndrome, but from some reason, the catheter was kinked. The rep resentative stated that they removed the whole pump segment and replaced it with the pump segment of the 8780 ascenda catheter. The representative stated they also removed 4 centimeters from the spinal segment. The representative confirmed that the catheter was cleared, and they were not replacing the pump (would still be using the same drug concentration and dose). The morphine dose was 0.77 mg/day.

Manufacturer narrative:
Correction: on the previous report, 3004209178-2018-01559 follow-up number 03 to (B)(4) 2018. The date (B)(4) 2018 was incorrectly submitted. If information is provided in the future, a supplemental report will be issued.